Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform a system check, but no issues were identified. The customer changed pump supplies and resume insulin therapy.